Event description:
It was reported the patient could turn her pump around. Per the patient it turns on its own about ¼ turn. The patient also felt like the catheter was moving around and was not sure whether the pump was helping her at all. The patient leans to the right because this feels better with the pain from the pump/catheter location. The patient has not had any falls but reported "it just happened a couple of months ago". The patient was currently wearing a brace like a custodian would wear. The patient had constant pain and burning at the side and is swollen around the waist. It was also reported the patient puts icy hot on there and the left and right heel are numb. The patient went to ER before for an infection in her leg however per the patient ¿no one seemed to know about the pump at all¿. Per the patient they at times wouldn¿t treat her and reviewed to leave the hospital. The patient stated that she sleeps all the time was on adderall for this. It was also noted the patient saw her hcp on the friday before the report. The pump was used to deliver morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).